Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2016-03879 and 1627487-2016-03881. It was reported the patient did not recharge the ipg as recommended and the ipg became inoperable. The ipg can no longer communicate with the external devices. The patient also experienced discomfort at both ipg and lead sites due to being too thin. As a result, the patient will undergo surgical intervention.